Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the broken instrument was found in an instrument bin in the warehouse. No patient was harmed.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the device confirms that all fragment was returned for review. The device was manufactured on april 8, 2013 and was in the field for approximately 3 years and 4 months. The device is used for treatment. As the device was used in the field for an extended period of time and was returned measuring to print specifications, it is believed that the device left zimmer biomet control conforming. Therefore the root cause can be said to be wear and tear from use.